Manufacturer narrative:
Result: footboard pcb, footboard plastic hinge plate.

Event description:
It was reported by service report that you cannot see the bed head elevation and weight and the foot board hinge plate was broken. It is unk if there was pt involvement or if there are adverse consequences to report.